Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7087781, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI): (B)(4). Model number/catalog number: sc-2408-56, serial number: (B)(6), batch/lot number: 7087802, model/catalog description: avista MRI perc lead kit 56 cm, unique identifier (UDI): (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) site was exposed, which led to an emergency hospitalization. The ipg site had become infected, and so the spinal cord stimulation (scs) system was explanted. It was reported that after the implantation, the wound did not show any signs of infection and was in good condition when the patient was discharged after the implant procedure. The physician assessed that the infection was possibly caused by the patient and was possible that due to a decline in cognitive function, the patient touched or scratched the ipg area unnecessarily, which led to the infection. The explanted devices will not be returned as they were discarded by the hospital. The patient was administered antibiotics. Cultures were not taken. The signs of infection have subsided with antibiotic administration. The patient has some residual pain at the surgical site, but the patient is in good condition.